Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pulse generator, (B)(6) 2012; 5086mri52, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced syncope and was presented to the emergency department. A remote transmission noted the patient also had episodes of atrial arrhythmias. The remote transmission observed atrial oversensing, which resulted in inappropriate mode switch episodes. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.